Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8170522. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that the safety mechanism did not function with a bd syringe sftygld 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: material no: 305945 batch no: 8170522 (1 of 2) it was reported that the needle failed to retract. Additional information from the reporter: I had an incident today with a tb syringe. I had given the tb test and went to activate the safety and it stuck. So I pushed harder and the syringe flipped into the air and landed needle down right into the lap of the employee that I had just given the tb test.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism did not function with a bd syringe sftygld 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter: material no: 305945, batch no: 8170522. (1 of 2). It was reported that the needle failed to retract. Additional information from the reporter: I had an incident today with a tb syringe. I had given the tb test and went to activate the safety and it stuck. So I pushed harder and the syringe flipped into the air and landed needle down right into the lap of the employee that I had just given the tb test.